Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user required assistance with a supply change for teflon infusion sets with 23-inch tubing and initially applied multiple infusion sets without removing the adhesive backing, after which insulin delivery was resumed with coaching; the user also reported a low blood glucose of 60 mg/dl associated with an incorrect meal announcement and used an oral glucose tablet to treat. Symptoms included feeling warm during the hypoglycemic event. Outcomes included transient hypoglycemia of approximately 15 minutes without medical intervention or hospitalization. Investigation included technical troubleshooting and user education conducted by support, including guidance on proper infusion set application and resumption of insulin delivery while using a g7 sensor. Investigation of this case revealed user handling and use error related to infusion set application and an incorrect meal size announcement; device performance was not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error and use-related factors.